Event description:
Caller states the patient tested 4.8 inr and 4.7 inr on the coaguchek s system while a comparison lab returned as 3.24 inr. Medication was initially adjusted based on the coaguchek s result; however, once the lab result returned, the patient was notified of a new adjustment based on the lab result. No adverse event reported. Requested return of suspect system, and replacement was sent.